Manufacturer narrative:
The customer's complaint was confirmed. The pump displayed a wrong cassette alarm after a cassette was attached. Further investigation of the pump found signs of fluid ingression around the downstream occlusion sensor. Fluid ingression was determined to be the root cause of the problem. The downstream occlusion sensor was going to be replaced. The customer's complaint was confirmed. The pump displayed a wrong cassette alarm after a cassette was attached. Further investigation of the pump found signs of fluid ingression around the downstream occlusion sensor. Fluid ingression was determined to be the root cause of the problem. The downstream occlusion sensor was going to be replaced.

Event description:
It was reported that the wrong cassette alarm was activated by the cadd prizm vip pump. No serious injury was reported in connection with this incident.